Event description:
The customer received questionable total bilirubin results for one patient sample. The initial result was 11.43 mg/dl with a data flag. The repeat result was 13.94 mg/dl with a data flag. The result of 11.43 mg/dl was reported outside the laboratory. The doctor questioned the result and the sample was repeated. The sample was repeated with a 1:3 dilution and the result was 1.02 mg/dl and with a 1:10 dilution, the result was 2.60 mg/dl with a data flag. With the total bilirubin generation 3 reagent on the cobas c501 analyzer, the result was 1.77 and 1.08 mg/dl. Retested with no dilution on the original p module analyzer, the result was 12.60 mg/dl with a data flag and 12.05 mg/dl with a data flag. The reported result was edited and the result of 1.02 was reported to the doctor. The erroneous result didn't cause or contribute to any treatment being initiated, changed, delayed or withheld unnecessarily. The patient was not adversely affected. The total bilirubin reagent lot number was 686481. The expiration date was requested, but was not provided.

Manufacturer narrative:
Based on the provided reaction data, the investigation determined the patient most likely had a gammopathy. Product labeling states a gammopathy may cause unreliable results. The total bilirubin generation 3 reagent has less interference by gammopathic samples which explains the lower result received with this reagent.

Manufacturer narrative:
This event occurred in (B)(6).